Event description:
Patient was on levophed and dopamine when rn noticed spike in blood pressure (bp) and heart rate (hr) around 1:30 am on (B)(6) 2017. Systolic blood pressure (sbp) got up to 190's, previously in the 90's. Hr in the 130 - 140's. Rn stopped the drips and bp remained high. At that time, the rn noticed that levophed was still infusing at an uncontrolled rapid rate with the tubing locked in the IV chamber. The pump had not alarmed while infusing and the chamber was not opened when the pump was turned off. Rn immediately stopped the medication and switched out the channel on the pump. Vitals stabilized shortly after. Physician was notified. Defective channel and pump removed from service and biomed service request submitted. Pump module picked up by biomed and inspected. Biomed found platen assembly inside of the door is physically broken and needs to be replaced.